Manufacturer narrative:
The lead was successfully revised and remains implanted.

Event description:
Boston scientific received information that this recently implanted left ventricular (lv) lead had exhibited high thresholds, followed by a sudden drop in thresholds. The patient had recently fallen down and was also exhibiting loss of capture. The patient was asymptomatic as a result of these issues. A lead revision was performed to alleviate any more issues.